Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator intermittently does not recognize the alternating current (ac) power. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) provided the customer with the latest version of the service manual. The customer biomedical engineer (bme) reported that they were informed about the issue multiple times, but the issue could not be reproduced. The bme confirmed the 24-volt power was currently operating within specification. The rse advised the biomed to check the ac inlet and provided the customer with the part number for a replacement power supply.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. D4 - product UDI is corrected. H6 - corrected evaluation results and component codes.